Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, rv lead noise reversion issue was observed. Patient was asymptomatic. The lead noise cause was unknown and the lead was to be monitored. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.